Manufacturer narrative:
Patient information: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, as lens remains implanted. Initial reporter name and address: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that ¿extra material¿ entered the eye during implantation of the intraocular lens (iol). The ¿extra¿ material was described as a clear matter. It was indicated that this ¿extra matter¿ only appeared during the implantation of the iol. The surgeon suggested that the material was most likely soft lens matter (slm) from the natural lens. It was also indicated that they use a 2.2mm knife for the initial incision but then had to widen the wound to implant a dcb00 iol. Any slm stuck in the original wound and not aspirated during the phacoemulsification step will then become dislodged as the wider cartridge barrel enters the eye. At least one additional colleague observed this phenomenon. They assumed it was slm and proceeded to aspirate. The iol remains implanted. No further information received.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed on customer provided photographs. The pictures show a pseudophakic eye being implanted with a tecnis itec preloaded intraocular lens (iol), model dcb00. A discolor (veil like) phenomenon, was observed, which was covering more than the 50% of the iol optic. Although it appeared to be located in the posterior surface of the lens, its definitive location could not be determine from the pictures. The root cause of the reported event as well as its potential clinical impact cannot be determined from a picture assessment. The complaint issue of foreign material- loose was not confirmed during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.